Manufacturer narrative:
Additional information from device evaluation: a review of the black box showed several occlusion alarms due to high force on the reported date (B)(6) 2013. The force sensor was found to be out of calibration. The pump casing was removed and there was no intermittent condition found to the force sensor circuit. Correction: the following statements were inadvertently included in the manufacturer narrative for follow-up #1 ¿the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.¿ these statements do not apply, as follow-up #1 was submitted to report that the pump had been returned and investigated, and included investigation results.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: the black box and alarm history review shows several ¿cs064¿ alarms with a high force occurring due priming during ¿occlusion¿ on (B)(6) 2013. The pump was powered ¿down¿ for 5hr on (B)(6) 2013 and for 9h on (B)(6) 2013. The time was manually changed on (B)(6) 2013 from 11:43am to 7:43am. Unacknowledged 162 warning for 4hr is recorded on (B)(6) 2013. Total daily dose add up correctly and reflect the programmed basal rate. The battery compartment is cracked. The pump powers ¿on¿ and displays ¿verify¿ screen.¿ez-prime¿ steps were performed with no alarms, the pump passed a 24hr duration test and a 29hr flow accuracy test. The pump¿s case was removed, no intermittent condition was found to the motor flex/connector, the motor assembly was tested and found fully operational. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that her son was having ¿high¿ blood glucose with symptoms described as severe thirst and urination. At the time of concern, the patient was having multiple occlusion alarms and cs 064 alarms. The patient went on a backup plan and administered self treatment with 8.33 units of insulin via syringe. There was sign of medium ketones. During troubleshooting, the random occlusion and cs 064 alarm issue was resolved with training. In addition, there was an issue with the time and date reset which was not resolved. According to the reporter, the date and time resets to the factory default since they obtained the subject pump. This complaint is being reported because the patient had symptoms of hyperglycemia after the patient had unresolved issues with the cs 064 alarm and random occlusion issue.